Manufacturer narrative:
(B)(4). Device not returned.

Event description:
When the nurse opened the sterile pouch to give the msi-tm injector to the scrub tech, the tech noticed a loop haptic stuck on to the foam of the sterile injector. There was no patient involvement. The injector was not used.

Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Further investigation found the probable cause of the failure is likely due to cross-contamination of the haptic loops and the injector assembly area. The corrective action is to move the process into different rooms to minimize potential cross-contamination. (B)(4).